Event description:
It was reported that on (B)(6) 2011 the patient underwent a cervical fusion surgery from c5-t2 using rhbmp-2/acs. Reportedly, starting in (B)(6) 2011, the patient developed pain in his neck, radiating into his arms, with occasional numbness in his arms. He also had limited mobility in his neck. Reportedly, the patient underwent a CT scan in (B)(6) 2013. The CT scan reportedly showed osteophyte formation at the level of the fusion.

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2010 MRI cervical sagittal views show arthritis cervical spine with flattened cervical lordosis. Most extreme changes are seen at c5, c6, c7 and t1. There is a 3 mm anterior listhesis at c7/t1 and thickening of the posterior ligamentum here that creates considerable cord compression. Axial views show mild foraminal stenosis on the left at c5/6, more severe foraminal disease bilaterally at c6/7 with some cord contouring and severe compression at c7/t1 as seen on the sagittal views. Axial CT scans show a erosive process affecting both lamina at t1, destroying approximately half the lamina on the right and all but the dorsal cortex on the left. Extreme degenerative changes area also seen within the facets at this level. Soft tissue extension into the canal appears responsible for most of the cord compression. On (B)(6) 2010 chest CT this study again shows the lower cervical and upper thoracic changes noted above. Not additional pathology is seen within the thoracic cage. Cervical spine x-ray series again shows the loss of lordosis and the disc space narrowing throughout with the most severe levels at c5 through t1. Extreme facet disease is noted at c7/t1 with loss of contour of the t1 facet and subluxation of the c7 lower facet upon the t1 upper facet with spondylolisthesis. Lumbar MRI shows a grade ii spondylolisthesis at l5 with high grade central and foraminal stenosis at this level as well as the l3 level above. At l5 this is due largely to hypertrophy of the facets. At l4 it is due to this along with disc space narrowing and bulging. Cervical MRI with and without contrast again shows high-grade stenosis at t1 due largely to posterior compression. On (B)(6) 2011 head/cervical CT no new findings. Chest x-ray pa and lat are normal cervical CT again shows moderate arthritic changes at c5 and 6 with extreme changes noted at c7/t1 including severe deforming destructive arthritic changes of the facet joints and erosive changes of the lamina, worse on the left. On (B)(6) 2011 series of lateral interoperative films for position only. Final construct is seen with vertex screws and rods into the lateral masses of c5. Lower aspect of the construct is obscured. On (B)(6) 2011 CT with reconstructions is seen of the cervicothoracic junction showing pedicle screws at t1 and t2 and left c7. Lateral mass screws are seen at c5 and c6 with right c7 spanned. Ap, lateral and oblique cervical films show vertex construct from c5 to t2 with crosslink.

Event description:
On (B)(6) 2008: the patient presented with low back pain radiating into the lower extremities. On (B)(6) 2008: the patient presented with x-ray of the lumbar spine. Impression: moderate degenerative changes. On (B)(6) 2008: the patient presented for mr of the lumbar spine. Impression: degenerative annular disc bulges in the lower lumbar spine at l4-5 and l5-s1 causes considerable neural foramen narrowing on the left at l4-5 and on both sides at l5-s1; grade I spondylolisthesis at l5-s1. On (B)(6) 2008: the patient presented with low back pain. Impression: low back pain with disc disease of the lumbar spine. On (B)(6) 2008: the patient presented with back pain but no numbness in the lower extremities. Impression: low back pain with disc disease. On (B)(6) 2008: the patient presented with back pain with disc disease. On (B)(6) 2009: the patient presented with severe pain in the right shoulder. Impression: right shoulder injury to the ligament; low back pain with disc disease and arthritis; fracture left foot. On (B)(6) 2009: the patient presented with severe pain in the right shoulder and also having low back pain. Impression: injury to right shoulder and bursitis; chronic low back pain; hypertension. On (B)(6) 2009: the patient presented with back pain. Impression: chronic low back pain with disc disease; hypertension; hypercholesterolemia. On (B)(6) 2009: the patient presented with low back pain. On (B)(6) 2009: the patient presented with severe low back pain. Impression: low back pain in exacerbation with degenerative disc disea se; hypertension; hypercholesterolemia. On (B)(6) 2010: the patient underwent nerve conduction and electromyography study. Impression: sensory motor type of peripheral neuropathy both axonal and demyelinating electrophysiologically mild to moderate. On (B)(6) 2010: the patient presented with a fasting sugar of 134 and now he is a diabetic. Impression: diabetes mellitus out of control; hypertension; disc disease of the lumbar spine; hypercholesterolemia. On (B)(6) 2010: the patient underwent MRI of the cervical spine. Impression: degenerative disk and joint disease with stenosis; approx imately 2.7 x 9 mm multiocular cystic mass at the c7 level extending from the posterior aspect of the spinal canal into the interspinous region at the c7-t1 level (B)(6) 2010: the patient presented with back pain, right leg weakness. Diagnosis: multioculated cystic mass. On (B)(6) 2010: the patient presented for x-rays of the cervical spine. Impression: moderate degenerative change is seen in the lower cervical spine and there is moderate spondylolisthesis of c7 on t1. CT of the cervical spine shows degenerative change but no fracture or subluxation seen. MRI of the lumbar spine was also performed. Impression: borderline grade I/ii l5-s1 spondylolisthesis and disk degeneration; multileveldegenerative disk and facet joint changes; multinodular enhancing mass encroaching from the posterolateral side at the right l4-5 level that contributes along with hypertrophic facet joints and posterior disk protrusions to result in high grade canal stenosis. MRI of the cervical spine was also performed. Impression: c7-t1 anterolisthesis most likely related to the advanced facet joint arthritis. Soft tissue mass with lytic destruction of both laminae contributes to spinal stenosis from posterolateral encroachments, erosive synovitis with local extension and panus formation and probably some inflammatory changes circumferentially in the epidural fat ; degenerative disc changes at c5-6 and c6-7 with posterior spurs. On (B)(6) 2010: the patient presented with severe back pain and a c7-t1 cystic mass. Recent MRI shows multilevel lumbar degenerative disk disease, but most significant level is at l5-s1 with a grade &#55315;pondylolisthesis and cystic involvement of the right l5-s1 synovial joint with significant foraminal and central stenosis. On (B)(6) 2011: the patient presented with low back pain, shortness of breath and a cough. Assessment: low back pain with disc disease; hypertension; chronic bronchitis with chronic obstructive pulmonary disease. On (B)(6) 2011: the patient presented with low back pain that radiates to his hips on (B)(6) 2011 , the patient underwent bilateral c7 laminectomy; bilateral c6 inferior laminotomy, bilateral c7 superior laminotomy, medial facetectomy, foraminotomy; instrumented segmental arthrodesis c5 through t2 using medtronic vertex select, infuse, mastergraft compression resistant matrix and cancellous chips. Biopsy revealed showed dense collagenous fibers, bony fragments, no tumor and no inflammation, marrow elements are also present, and deeper sections reveal similar features. Per the op notes, rhbmp-2/acs was wrapped around a master graft compression resistant matrix and placed spanning the lamina of c5 through t2 bilaterally. Cancellous chipos were used for the posterior lateral arthrodesis lateral to the instrumentation. At the laminectomy site, care was ensured that there was no cancellous chips nor rhbmp-2/acs mastergraft abutting the dura. On (B)(6) 2011: the patient presented with neck pain, wearing a neck collar, but no associated numbness. On (B)(6) 2013: the patient underwent a selective left coronary angiogram, selective right coronary angiogram, and left ventriculogram. Impression: acute total occlusion of the mid right coronary artery; mildly depressed left ventricular function. On (B)(6) 2013: the patient underwent a selective left coronary angiogram, selective right coronary angiogram, and left ventriculogram. Impression: acute total occlusion of the mid right coronary artery; mildly depressed left ventricular ejection function. On (B)(6) 2013: the patient underwent an MRI. Findings: severe degenerative joint disease at multiple levels with neural foraminal stenosis; l3-4 broad based disc herniation; moderate to severe annular bulging disc at l4-5 with left herniation with severe neural foraminal narrowing and l5-s1 spondylolisthesis with severe djd. On (B)(6) 2013: the patient underwent a selective right common carotid artery angiogram, selective left common carotid artery angiogram, a selective right and left vertebral artery angiogram, and a selective right and left lower extremity angiogram. On (B)(6) 2013: the patient presented with chronic back pain and bilateral lumbar paraspinal spasm and tenderness. On (B)(6) 2013: the patient presented with lower left leg/calf pain and some pain with walking. Assessment: chronic pain syndrome. On (B)(6) 2013: the patient presented with dysphagia, pharyngoesophogeal and gastroesophogeal reflux disease. On (B)(6) 2013: the patient underwent a right femoral artery access with placement of a 6 x 45 cm crossover sheath in the left femoral artery, a selective left lower extremity arteriogram, a laser atherectomy of the left mid to distal superficial formoral artery, percutaneous transluminal angioplasty of the left mid to distal superficial femoral artery, and a deployment of a 6 x 140 mm and 6 x 140 mm stents in the mid to distal superficial femoral artery. On (B)(6) 2013: the patient presented with low back pain radiating into hips and legs. Impression: bilateral leg weakness with distal paresthesia; lumbar mechanical problem. On (B)(6) 2013: the patient presented for nerve conduction and electromyography study. Interpretation: sensory motor type of peripheral neuropathy, both axonal and demyelinating type, moderate to severe; left l5 radiculopathy. On (B)(6) 2013: the patient presented with persistent bilateral leg pain and low back pain, weakness, and difficulty ambulating, and a burning and tingling sensation in the lower extremities. Impression: idiopathic peripheral neuropathy; lumbar spondylosis multiple level with lumbar radiculopathy at left l5; disc herniation at multiple level. On (B)(6) 2013: the patient presented with low back pain radiating into legs, and with difficulties ambulating. The patient has decreased sensation in the lower extremities, walks with a limp, and has tenderness in the paraspinal region. Impression: lumbar spondylosis at multiple levels with lumbar radiculopathy at l5; lumbar disc herniation at multiple levels; idiopathic peripheral neuropathy. On (B)(6) 2014: the patient presented with increased low back pain radiating down to the hip and leg and some weakness. The patient has decreased sensation in the lower extremities and lumbar muscle spasms. Impression: low back pain with lumbar muscle spasm; lumbar degenerative disc disease; idiopathic neuropathy. On (B)(6) 2014: the patient presented with muscle spasm on bilateral mid lumbar and bilateral lower lumbar and right gluteus. The patient underwent a bilateral mid lumbar and bilateral lower lumbar and right gluteus injection. No complications were reported. On (B)(6) 2014: the patient presented with low back pain, neck pain . The patient has decreased sensation in the lower extremities and paraspinal muscle tenderness and spasms. Impression: lumbar spondylosis at multiple levels; idiopathic peripheral neuropathy; cervical strain.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 patient presented with persistent cervical and lumbar pain that starts from the cervical area and radiates down to his left shoulder and the left arm and also down to his left leg and the arm area with burning, tingling and numbness sensation. Patient also described difficulty in falling asleep.. Musculoskeletal review revealed mid and lower cervical and lumbar tenderness. Cervical spine rom and lumbar spine rom extremely restricted in all different directions. Impression: cervical spondylosis at multiple levels, status post cervical fusion; lumbar spondylosis. 3. Idiopathic peripheral neuropathy. Patient underwent x-ray of c -spine which was consistent with severe djd with hardware for fusion with the neural foraminal narrowing at c5 -c6 and c6-c7. On (B)(6) 2014 patient presented with severe low back pain, which radiates down to his bilateral hip and the leg left more than the right side and weakness on his both legs. Musculoskeletal review revealed mid and lower lumbar paraspinal muscle spasm. Cervical spine rom and lumbar spine rom reduces in all different directions. Impression: lumbar spondylosis at multiple levels with severe djd; left l5 radiculopathy; sensory motor type of peripheral neuropathy, moderate to severe with neuropathic leg pain on (B)(6) 2014 patient presented with persistent low back pain. Patient stated that he was having moderate radiation in his bilateral hip and the leg area. Patient did complain of some increased lower extremity pain. Musculoskeletal review revealed mid and lower lumbar paraspinal muscle tenderness as well as slight spasm present. Cervical spine rom and lumbar spine rom reduces in all different directions. Impression: lumbar spondylosis at multiple levels with severe djd; left l5 radiculopathy; peripheral neuropathy with neuropathic leg pain. On (B)(6) 2015 patient presented for follow up with increase in the lower back and leg pain and patient described it as sharp pain going down to the hip and leg left more so than the right side and muscle spasm. Musculoskeletal review revealed lumbar muscle spasm and cervical spine rom and lumbar spine rom reduces in all different directions. Impression: idiopathic peripheral neuropathy; neuropathic leg pain; lumbar spondylosis with left leg radicular symptoms; cervical spondylosis with intermittent flare-up (B)(6) 2014: the patient underwent a CT of the cervical spine due to chronic and severe bilateral arm pain with spasms as well as a prior cervical spine surgery. Impression: posterior fusion of the cervical spine as described; no fracture, subluxation, or permeative osteolysis; exuberant vascular atherosclerosis. On (B)(6) 2010: the patient was seen for history of low back pain for 2 years and was found to have a cystic mass with MRI on c7 and tl and apparently patient was planned for surgery because he stated that he bleeds a lot when he had a cut. History of recurrent strokes with no residual motor weakness, tobacco use, alcohol abuse, cystic lesion of c7 and tl and low back pain with spondylosis. Plan is: if platelet aggregation is elevated, the patient will come back to have vonvillebrand's profile. On (B)(6) 2010; patient was seen for a bleeding disorder. Impression: bleeding problem r/o vonvlllibands disease on (B)(6) 2011 the patient was seen for follow up on a bleeding disorder. Impression: mild elevated platelet aggregation 2 aspirin. Plan: continue with advised vit c 500mgs daily, stop aspirin 7 to 10 day before surgery, can have neck surgery (B)(6) 2011: the patient was seen for medical clearance for surgery. Impression: mass in the dorsal spine area (by history), chronic obstructive pulmonary disease, chronic bronchitis, chronic low back pain with disk disease, and hypertension. On (B)(6) 2011, cervical CT scans revealed disk narrowing and spurs are present at c3-c4, c5-c6 and especially c6-c7. C7-t1 facet joint arthritic changes are fairly advanced. Other disks and joints are largely intact. There is mild anterolisthesis of c7 on t1 related to the facet joint degeneration. There is mild canal stenosis related to posterior spurs at c6-c7 and the left foramen is narrow. There is left foramen narrowing and mild encroachment on the left anterior epidural space at c5-c6, also from spur. At c3-c4, there is right foramen narrowing from spur. Canal looks patent. No evidence of acute fracture or dislocation. No evidence of obvious disk herniation's. If indicated, then further evaluation with MRI is suggested. On (B)(6) 2011; pa and lat chest xray: impression: no acute cardiopulmonary process on (B)(6) 2013, the patient underwent a CT scan of the abdomen and pelvis with and without contrast. Reasoning: history indicates es ophageal reflux, dysphagia and blood in stool. Impression: diverticulosis. Second degree anterior spondylolisthesis of l5 onto s1 and degenerative changes. Visible portion of the esophagus is unremarkable.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 the patient presented for follow-up of chronic back pain. Assessment: chronic pain syndrome - chronic pain unchanged, the patient has a history of disc herniations and multiple disc bulges, with nerve root impingement and osteoarthritis. On (B)(6) 2014 the patient presented for consultation and clearance for oral surgery. Assessment: hypertension essential. On (B)(6) 2015 the patient presented with pre-operative risk stratification and underwent gh stress nuclear procedure. History: the patient has a known history of coronary artery disease, status post coronary artery bypass grafting, as well as stents. The patient was currently asymptomatic. His cardiovascular risk factors included age, hypertension, dyslipidemia, and positive family history of premature coronary artery disease. Conclusion: the quality of the test was fair, but limited for interpretation due to motion artifact and gastrointestinal uptake; myocardial perfusion imaging was abnormal but not high risk; there was a small area of right ventricular insertion plus decreased inferior wall uptake with reverse distribution suggestive of attenuation; the left ventricular systolic function was normal without regional wall motion abnormalities; electrocardiogram during stress demonstrated no evidence of ischemia; symptoms were not reproduced during the test. On (B)(6) 2015 the patient presented for follow-up of chronic back pain. Assessment: chronic pain syndrome - chronic pain unchanged, the patient has a history of disc herniations and multiple disc bulges, with nerve root impingement and osteoarthritis; high blood pressure; other and unspecified hyperlipidemia. On (B)(6) 2015 the patient presented for follow-up of chronic back pain and neck pain, hin and hyperlipidemia. Assessment: chronic pain syndrome, high blood pressure, other and unspecified hyperlipidemia. On (B)(6) 2015 the patient presented for follow-up of chronic neck and back pain. The patient complained of hurting in all his joints. Assessment: chronic pain syndrome, high blood pressure. On (B)(6) 2015 the patient presented for follow-up of chronic neck and back pain. Assessment: chronic pain syndrome, high blood pressure, allergic rhinitis. On (B)(6) 2015 the patient presented for follow-up of chronic neck and back pain. Assessment: chronic pain syndrome, high blood pressure, other and unspecified hyperlipidemia. On (B)(6) 2015 the patient presented for follow-up of chronic neck and back pain with complaints of coughing and head congestion. Assessment: acute sinusitis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015: patient underwent CT scan of cervical spine with and without contrast. Impression: multiple fusions, no acute fracture moderate "djd" severe atheroscierotic calcified plaque the bifurcation carotid arteries more on the left than right possible hernodynamic stenosis. On (B)(6) 2015: patient underwent x-ray of chest pa/lat. Impression: emphysema, no acute infiltrate. On (B)(6) 2015: patient went for an office visit due to chronic back pain, neck pain, hypertension, hyperlipidemia, prediabeted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with significant history of c7-t1 cystic mass in neck. The patient had intractable pain and failure of non-operative care. (B)(6)-2008: the patient presented with low back pain radiating into the lower extremities. (B)(6)-2008: the patient presented with x-ray of the lumbar spine. Impression: moderate degenerative changes. (B)(6)-2008: the patient presented for mr of the lumbar spine. Impression: degenerative annular disc bulges in the lower lumbar spine at l4-5 and l5-s1 causes considerable neural foramen narrowing on the left at l4-5 and on both sides at l5-s1; grade I spondylolisthesis at l5-s1. (B)(6)-2008: the patient presented with low back pain. Impression: low back pain with disc disease of the lumbar spine. (B)(6)-2008: the patient presented with back pain but no numbness in the lower extremities. Impression: low back pain with disc disease. (B)(6)-2008: the patient presented with back pain with disc disease. (B)(6)-2009: the patient presented with severe pain in the right shoulder. Impression: right shoulder injury to the ligament; low back pain with disc disease and arthritis; fracture left foot. (B)(6)-2009: the patient presented with severe pain in the right shoulder and also having low back pain. Impression: injury to right shoulder and bursitis; chronic low back pain; hypertension. (B)(6)-2009: the patient presented with back pain. Impression: chronic low back pain with disc disease; hypertension; hypercholesterolemia. (B)(6)-2009: the patient presented with low back pain. (B)(6)-2009: the patient presented with severe low back pain. Impression: low back pain in exacerbation with degenerative disc disease; hypertension; hypercholesterolemia. (B)(6)-2010: the patient underwent nerve conduction and electromyography study. Impression: sensory motor type of peripheral neuropathy both axonal and demyelinating electrophysiologically mild to moderate. (B)(6)-2010: the patient presented with a fasting sugar of 134 and now he is a diabetic. Impression: diabetes mellitus out of control; hypertension; disc disease of the lumbar spine; hypercholesterolemia. (B)(6)-2010: the patient underwent MRI of the cervical spine. Impression: degenerative disk and joint disease with stenosis; approx imately 2.7 x 9 mm multiocular cystic mass at the c7 level extending from the posterior aspect of the spinal canal into the interspinous region at the c7-t1 level (B)(6)-2010: the patient presented with back pain, right leg weakness. Diagnosis: multioculated cystic mass. (B)(6)-2010: the patient presented for x-rays of the cervical spine. Impression: moderate degenerative change is seen in the lower cervical spine and there is moderate spondylolisthesis of c7 on t1. CT of the cervical spine shows degenerative change but no fracture or subluxation seen. MRI of the lumbar spine was also performed. Impression: borderline grade I/ii l5-s1 spondylolisthesis and disk degeneration; multilevel degenerative disk and facet joint changes; multinodular enhancing mass encroaching from the posterolateral side at the right l4-5 level that contributes along with hypertrophic facet joints and posterior disk protrusions to result in high grade canal stenosis. MRI of the cervical spine was also performed. Impression: c7-t1 anterolisthesis most likely related to the advanced facet joint arthritis. Soft tissue mass with lytic destruction of both laminae contributes to spinal stenosis from posterolateral encroachments, erosive synovitis with local extension and panus formation and probably some inflammatory changes circumferentially in the epidural fat ; degenerative disc changes at c5-6 and c6-7 with posterior spurs. On (B)(6) 2010, neurosurgery note noted the mass does encroach on the spinal cord posteriorly; this is in the context of c7-t1 spondyl olisthesis of about 5mm that may be part secondary to facet arthropathy. CT and MRI of cervical spine reveal multilevel cervical degenerative disc disease. (B)(6)-2010: the patient presented with severe back pain and a c7-t1 cystic mass. Recent MRI shows multilevel lumbar degenerative disk disease, but most significant level is at l5-s1 with a grade 1/2 spondylolisthesis and cystic involvement of the right l5-s1 synovial joint with significant foraminal and central stenosis. (B)(6)-2011: the patient presented with low back pain, shortness of breath and a cough. Assessment: low back pain with disc disease; hypertension; chronic bronchitis with chronic obstructive pulmonary disease. (B)(6)-2011: the patient presented with low back pain that radiates to his hips on (B)(6) 2011, cervical CT scan revealed disk narrowing and spurs are present at c3-c4, c5-c6 and especially c6-c7. C7-t 1 facet joint arthritic changes are fairly advanced. Other disks and joints are largely intact. There is mild anterolisthesis of c7 on t1 related to the facet joint degeneration. There is mild canal stenosis related to posterior spurs at c6-c7 and the left foramen is narrow. There is left foramen narrowing and mild encroachment on the left anterior epidural space at c5-c6, also from spur. At c3-c4, there is right foramen narrowing from spur. Canal looks patent. On (B)(6) 2011 , the patient underwent bilateral c7 laminectomy; bilateral c6 inferior laminotomy, bilateral c7 superior laminotomy, medial facetectomy, foraminotomy; instrumented segmental arthrodesis c5 through t2 using medtronic vertex select, infuse, mastergraft compression resistant matrix and cancellous chips. Biopsy revealed showed dense collagenous fibers, bony fragments, no tumor and no inflammation, marrow elements are also present, and deeper sections reveal similar features. Per the op notes, rhbmp-2/acs was wrapped around a master graft compression resistant matrix and placed spanning the lamina of c5 through t2 bilaterally. Cancellous chipos were used for the posterior lateral arthrodesis lateral to the instrumentation. At the laminectomy site, care was ensured that there was no cancellous chips nor rhbmp-2/acs mastergraft abutting the dura. On (B)(6) 2011, cervical CT scan revealed the patient is post recent fusion procedure with rods and screws bridging c5 through t2 seen in anatomic alignment. On (B)(6) 2011, the patient was discharged without complications. On (B)(6) 2011, the patient present for follow up appointment post op. The patient complained of some discomfort in the regions of his shoulders which was alleviated with flexeril. (B)(6)-2011: the patient presented with neck pain, wearing a neck collar, but no associated numbness. On (B)(6) 2011, the patient presented for follow up appointment post op. The patient complained of interscapular region pain, but his neck pain had resolved. On (B)(6) 2011, cervical spine x-ray revealed posterior cervicothoracic junction fusion in anatomic alignment; and some degenerative disc changes (c5-6 and c6-7 narrowing and spurring) noted in the lower cervical spine. (B)(6)-2012: the patient presented with low back pain. Assessment: degenerative lumbar/lumboacaral IV disc. (B)(6)-2012: the patient presented with leg cramps. (B)(6)-2012: the patient presented with leg cramps. (B)(6)-2013: the patient underwent a selective left coronary angiogram, selective right coronary angiogram, and left ventriculogram. Impression: acute total occlusion of the mid right coronary artery; mildly depressed left ventricular function. (B)(6)-2013: the patient underwent a selective left coronary angiogram, selective right coronary angiogram, and left ventriculogram. Impression: acute total occlusion of the mid right coronary artery; mildly depressed left ventricular ejection function. (B)(6)-2013: the patient underwent an MRI. Findings: severe degenerative joint disease at multiple levels with neural foraminal stenosis; l3-4 broad based disc herniation; moderate to severe annular bulging disc at l4-5 with left herniation with severe neural foraminal narrowing and l5-s1 spondylolisthesis with severe djd. (B)(6)-2013: the patient underwent a selective right common carotid artery angiogram, selective left common carotid artery angiogram, a selective right and left vertebral artery angiogram, and a selective right and left lower extremity angiogram. (B)(6)-2013: the patient resented with chronic pain. It was noted that the patient had recently been documented with disc herniations and multiple bulges, with nerve root impingement as well as arthritis. (B)(6)-2013: the patient presented with chronic back pain and bilateral lumbar paraspinal spasm and tenderness. (B)(6)-2013: the patient presented with chronic pain and is schedule to undergo clipping of cerebral aneurysm next month. Still has complaints of leg cramps. (B)(6)-2013: the patient presented with lower left leg/calf pain and some pain with walking. Assessment: chronic pain syndrome. (B)(6)-2013: the patient presented with dysphagia, pharyngoesophogeal and gastroesophogeal reflux disease. (B)(6)-2013: the patient underwent a right femoral artery access with placement of a 6 x 45 cm crossover sheath in the left femoral artery, a selective left lower extremity arteriogram, a laser atherectomy of the left mid to distal superficial formoral artery, percutaneous transluminal angioplasty of the left mid to distal superficial femoral artery, and a deployment of a 6 x 140 mm and 6 x 140 mm stents in the mid to distal superficial femoral artery. (B)(6)-2013: the patient presented with low back pain radiating into hips and legs. Impression: bilateral leg weakness with distal p aresthesia; lumbar mechanical problem. (B)(6)-2013: the patient presented for nerve conduction and electromyography study. Interpretation: sensory motor type of peripheral neuropathy, both axonal and demyelinating type, moderate to severe; left l5 radiculopathy. (B)(6)-2013: the patient presented with persistent bilateral leg pain and low back pain, weakness, and difficulty ambulating, and a burning and tingling sensation in the lower extremities. Impression: idiopathic peripheral neuropathy; lumbar spondylosis multiple level with lumbar radiculopathy at left l5; disc herniation at multiple level. (B)(6)-2013: the patient presented with low back pain radiating into legs, and with difficulties ambulating. The patient has decreased sensation in the lower extremities, walks with a limp, and has tenderness in the paraspinal region. Impression: lumbar spondylosis at multiple levels with lumbar radiculopathy at l5; lumbar disc herniation at multiple levels; idiopathic peripheral neuropathy. On (B)(6) 2013, the patient presented with complaints of dysphagia which began 3 years ago. Reports choking, cough following swallowing, and symptoms occur with solids only and causing choking and gagging. Treatment included schedule egd. On (B)(6) 2014, stomach biopsynoted minimal chronic gastritis, no malignancy and no helicobacter organisms were identified. (B)(6)-2014: the patient underwent x-rays of the chest. Impression: emphysema, no acute infiltrate. (B)(6)-2014: the patient presented with increased low back pain radiating down to the hip and leg and some weakness. The patient has decreased sensation in the lower extremities and lumbar muscle spasms. Impression: low back pain with lumbar muscle spasm; lumbar degenerative disc disease; idiopathic neuropathy. (B)(6)-2014: the patient presented with muscle spasm on bilateral mid lumbar and bilateral lower lumbar and right gluteus. The patient underwent a bilateral mid lumbar and bilateral lower lumbar and right gluteus injection. No complications were reported. (B)(6)-2014: the patient presented with low back pain, neck pain . The patient has decreased sensation in the lower extremities and paraspinal muscle tenderness and spasms. Impression: lumbar spondylosis at multiple levels; idiopathic peripheral neuropathy; cervical strain. It was reported that the patient presented with significant history of c7-t1 cystic mass in neck. The patient had intractable pain and failure of non-operative care. (B)(6)-2008: the patient presented with low back pain radiating into the lower extremities. (B)(6)-2008: the patient presented with x-ray of the lumbar spine. Impression: moderate degenerative changes. (B)(6)-2008: the patient presented for mr of the lumbar spine. Impression: degenerative annular disc bulges in the lower lumbar spine at l4-5 and l5-s1 causes considerable neural foramen narrowing on the left at l4-5 and on both sides at l5-s1; grade I spondylolisthesis at l5-s1. (B)(6)-2008: the patient presented with low back pain. Impression: low back pain with disc disease of the lumbar spine. (B)(6)-2008: the patient presented with back pain but no numbness in the lower extremities. Impression: low back pain with disc disease. (B)(6)-2008: the patient presented with back pain with disc disease. (B)(6)-2009: the patient presented with severe pain in the right shoulder. Impression: right shoulder injury to the ligament; low back pain with disc disease and arthritis; fracture left foot. (B)(6)-2009: the patient presented with severe pain in the right shoulder and also having low back pain. Impression: injury to right shoulder and bursitis; chronic low back pain; hypertension. (B)(6)-2009: the patient presented with back pain. Impression: chronic low back pain with disc disease; hypertension; hypercholesterolemia. (B)(6)-2009: the patient presented with low back pain. (B)(6)-2009: the patient presented with severe low back pain. Impression: low back pain in exacerbation with degenerative disc disea se; hypertension; hypercholesterolemia. (B)(6)-2010: the patient underwent nerve conduction and electromyography study. Impression: sensory motor type of peripheral neuropathy both axonal and demyelinating electrophysiologically mild to moderate. (B)(6)-2010: the patient presented with a fasting sugar of 134 and now he is a diabetic. Impression: diabetes mellitus out of control; hypertension; disc disease of the lumbar spine; hypercholesterolemia. (B)(6)-2010: the patient underwent MRI of the cervical spine. Impression: degenerative disk and joint disease with stenosis; approx imately 2.7 x 9 mm multiocular cystic mass at the c7 level extending from the posterior aspect of the spinal canal into the interspinous region at the c7-t1 level (B)(6)-2010: the patient presented with back pain, right leg weakness. Diagnosis: multioculated cystic mass. (B)(6) 2010: the patient presented for x-rays of the cervical spine. Impression: moderate degenerative change is seen in the lower cervical spine and there is moderate spondylolisthesis of c7 on t1. CT of the cervical spine shows degenerative change but no fracture or subluxation seen. MRI of the lumbar spine was also performed. Impression: borderline grade I/ii l5-s1 spondylolisthesis and disk degeneration; multilevel degenerative disk and facet joint changes; multinodular enhancing mass encroaching from the posterolateral side at the right l4-5 level that contributes along with hypertrophic facet joints and posterior disk protrusions to result in high grade canal stenosis. MRI of the cervical spine was also performed. Impression: c7-t1 anterolisthesis most likely related to the advanced facet joint arthritis. Soft tissue mass with lytic destruction of both laminae contributes to spinal stenosis from posterolateral encroachments, erosive synovitis with local extension and panus formation and probably some inflammatory changes circumferentially in the epidural fat ; degenerative disc changes at c5-6 and c6-7 with posterior spurs. On (B)(6) 2010, neurosurgery note noted the mass does encroach on the spinal cord posteriorly; this is in the context of c7-t1 spondyl olisthesis of about 5mm that may be part secondary to facet arthropathy. CT and MRI of cervical spine reveal multilevel cervical degenerative disc disease. (B)(6)-2010: the patient presented with severe back pain and a c7-t1 cystic mass. Recent MRI shows multilevel lumbar degenerative disk disease, but most significant level is at l5-s1 with a grade &#55315;pondylolisthesis and cystic involvement of the right l5-s1 synovial joint with significant foraminal and central stenosis. (B)(6)-2011: the patient presented with low back pain, shortness of breath and a cough. Assessment: low back pain with disc disease; hypertension; chronic bronchitis with chronic obstructive pulmonary disease. (B)(6)-2011: the patient presented with low back pain that radiates to his hips on (B)(6) 2011, cervical CT scan revealed disk narrowing and spurs are present at c3-c4, c5-c6 and especially c6-c7. C7-t 1 facet joint arthritic changes are fairly advanced. Other disks and joints are largely intact. There is mild anterolisthesis of c7 on t1 related to the facet joint degeneration. There is mild canal stenosis related to posterior spurs at c6-c7 and the left foramen is narrow. There is left foramen narrowing and mild encroachment on the left anterior epidural space at c5-c6, also from spur. At c3-c4, there is right foramen narrowing from spur. Canal looks patent. On (B)(6) 2011, the patient underwent bilateral c7 laminectomy; bilateral c6 inferior laminotomy, bilateral c7 superior laminotomy, medial facetectomy, foraminotomy; instrumented segmental arthrodesis c5 through t2 using medtronic vertex select, infuse, mastergraft compression resistant matrix and cancellous chips. Biopsy revealedshowed dense collagenous fibers, bony fragments, no tumor and no inflammation, marrow elements are also present, and deeper sections reveal similar features. Per the op notes, rhbmp-2/acs was wrapped around a master graft compression resistant matrix and placed spanning the lamina of c5 through t2 bilaterally. Cancellous chipos were used for the posterior lateral arthrodesis lateral to the instrumentation. At the laminectomy site, care was ensured that there was no cancellous chips nor rhbmp-2/acs mastergraft abutting the dura. On (B)(6) 2011, cervical CT scan revealed the patient is post recent fusion procedure with rods and screws bridging c5 through t2 seen in anatomic alignment. On (B)(6) 2011, the patient was discharged without complications. On (B)(6) 2011, the patient present for follow up appointment post op. The patient complained of some discomfort in the regions of his shoulders which was alleviated with flexeril. (B)(6)-2011: the patient presented with neck pain, wearing a neck collar, but no associated numbness. On (B)(6) 2011, the patient presented for follow up appointment post op. The patient complained of interscapular region pain, but his neck pain had resolved. On (B)(6) 2011, cervical spine x-ray revealed posterior cervicothoracic junction fusion in anatomic alignment; and some degenerative disc changes (c5-6 and c6-7 narrowing and spurring) noted in the lower cervical spine. (B)(6) 2012: the patient presented with low back pain. Assessment: degenerative lumbar/lumboacaral IV disc. (B)(6)-2012: the patient presented with leg cramps. (B)(6)-2012: the patient presented with leg cramps. (B)(6)-2013: the patient underwent a selective left coronary angiogram, selective right coronary angiogram, and left ventriculogram. Impression: acute total occlusion of the mid right coronary artery; mildly depressed left ventricular function. (B)(6)-2013: the patient underwent a selective left coronary angiogram, selective right coronary angiogram, and left ventriculogram. Impression: acute total occlusion of the mid right coronary artery; mildly depressed left ventricular ejection function. (B)(6)-2013: the patient underwent an MRI. Findings: severe degenerative joint disease at multiple levels with neural foraminal stenosis; l3-4 broad based disc herniation; moderate to severe annular bulging disc at l4-5 with left herniation with severe neural foraminal narrowing and l5-s1 spondylolisthesis with severe djd. (B)(6)-2013: the patient underwent a selective right common carotid artery angiogram, selective left common carotid artery angiogram, a selective right and left vertebral artery angiogram, and a selective right and left lower extremity angiogram. (B)(6)-2013: the patient resented with chronic pain. It was noted that the patient had recently been documented with disc herniations and multiple bulges, with nerve root impingement as well as arthritis. (B)(6)-2013: the patient presented with chronic back pain and bilateral lumbar paraspinal spasm and tenderness. (B)(6)-2013: the patient presented with chronic pain and is schedule to undergo clipping of cerebral aneurysm next month. Still has complaints of leg cramps. (B)(6)-2013: the patient presented with lower left leg/calf pain and some pain with walking. Assessment: chronic pain syndrome. (B)(6)-2013: the patient presented with dysphagia, pharyngoesophogeal and gastroesophogeal reflux disease. (B)(6)-2013: the patient underwent a right femoral artery access with placement of a 6 x 45 cm crossover sheath in the left femoral artery, a selective left lower extremity arteriogram, a laser atherectomy of the left mid to distal superficial formoral artery, percutaneous transluminal angioplasty of the left mid to distal superficial femoral artery, and a deployment of a 6 x 140 mm and 6 x 140 mm stents in the mid to distal superficial femoral artery. (B)(6)-2013: the patient presented with low back pain radiating into hips and legs. Impression: bilateral leg weakness with distal p aresthesia; lumbar mechanical problem. (B)(6)-2013: the patient presented for nerve conduction and electromyography study. Interpretation: sensory motor type of peripheral neuropathy, both axonal and demyelinating type, moderate to severe; left l5 radiculopathy. (B)(6)-2013: the patient presented with persistent bilateral leg pain and low back pain, weakness, and difficulty ambulating, and a burning and tingling sensation in the lower extremities. Impression: idiopathic peripheral neuropathy; lumbar spondylosis multiple level with lumbar radiculopathy at left l5; disc herniation at multiple level. (B)(6)-2013: the patient presented with low back pain radiating into legs, and with difficulties ambulating. The patient has decreased sensation in the lower extremities, walks with a limp, and has tenderness in the paraspinal region. Impression: lumbar spondylosis at multiple levels with lumbar radiculopathy at l5; lumbar disc herniation at multiple levels; idiopathic peripheral neuropathy. On (B)(6) 2013, the patient presented with complaints of dysphagia which began 3 years ago. Reports choking, cough following swallowing, and symptoms occur with solids only and causing choking and gagging. Treatment included schedule egd. On (B)(6) 2014, stomach biopsy noted minimal chronic gastritis, no malignancy and no helicobacter organisms were identified. (B)(6)-2014: the patient underwent x-rays of the chest. Impression: emphysema, no acute infiltrate. (B)(6)-2014: the patient presented with increased low back pain radiating down to the hip and leg and some weakness. The patient has decreased sensation in the lower extremities and lumbar muscle spasms. Impression: low back pain with lumbar muscle spasm; lumbar degenerative disc disease; idiopathic neuropathy. (B)(6)-2014: the patient presented with muscle spasm on bilateral mid lumbar and bilateral lower lumbar and right gluteus. The patient underwent a bilateral mid lumbar and bilateral lower lumbar and right gluteus injection. No complications were reported. (B)(6)-2014: the patient presented with low back pain, neck pain. The patient has decreased sensation in the lower extremities and paraspinal muscletenderness and spasms. Impression: lumbar spondylosis at multiple levels; idiopathic peripheral neuropathy; cervical strain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with significant history of c7-t1 cystic mass in neck. The patient had intractable pain and failure of non-operative care. (B)(6) 2008: the patient presented with low back pain radiating into the lower extremities. (B)(6) 2008: the patient presented with x-ray of the lumbar spine. Impression: moderate degenerative changes. (B)(6) 2008: the patient presented for mr of the lumbar spine. Impression: degenerative annular disc bulges in the lower lumbar spine at l4-5 and l5-s1 causes considerable neural foramen narrowing on the left at l4-5 and on both sides at l5-s1; grade I spondylolisthesis at l5-s1. (B)(6) 2008: the patient presented with low back pain. Impression: low back pain with disc disease of the lumbar spine. (B)(6) 2008: the patient presented with back pain but no numbness in the lower extremities. Impression: low back pain with disc disease. (B)(6) 2008: the patient presented with back pain with disc disease. (B)(6) 2009: the patient presented with severe pain in the right shoulder. Impression: right shoulder injury to the ligament; low back pain with disc disease and arthritis; fracture left foot. (B)(6) 2009: the patient presented with severe pain in the right shoulder and also having low back pain. Impression: injury to right shoulder and bursitis; chronic low back pain; hypertension. (B)(6) 2009: the patient presented with back pain. Impression: chronic low back pain with disc disease; hypertension; hypercholesterolemia. (B)(6) 2009: the patient presented with low back pain. (B)(6) 2009: the patient presented with severe low back pain. Impression: low back pain in exacerbation with degenerative disc disease; hypertension; hypercholesterolemia.(B)(6) 2010: the patient underwent nerve conduction and electromyography study. Impression: sensory motor type of peripheral neuropathy both axonal and demyelinating electrophysiologically mild to moderate. (B)(6) 2010: the patient presented with a fasting sugar of 134 and now he is a diabetic. Impression: diabetes mellitus out of control; hypertension; disc disease of the lumbar spine; hypercholesterolemia. (B)(6) 2010: the patient underwent MRI of the cervical spine. Impression: degenerative disk and joint disease with stenosis; approximately 2.7 x 9 mm multiocular cystic mass at the c7 level extending from the posterior aspect of the spinal canal into the interspinous region at the c7-t1 level (B)(6) 2010: the patient presented with back pain, right leg weakness. Diagnosis: multioculated cystic mass. (B)(6) 2010: the patient presented for x-rays of the cervical spine. Impression: moderate degenerative change is seen in the lower cervical spine and there is moderate spondylolisthesis of c7 on t1. CT of the cervical spine shows degenerative change but no fracture or subluxation seen. MRI of the lumbar spine was also performed. Impression: borderline grade I/ii l5-s1 spondylolisthesis and disk degeneration; multilevel degenerative disk and facet joint changes; multinodular enhancing mass encroaching from the posterolateral side at the right l4-5 level that contributes along with hypertrophic facet joints and posterior disk protrusions to result in high grade canal stenosis. MRI of the cervical spine was also performed. Impression: c7-t1 anterolisthesis most likely related to the advanced facet joint arthritis. Soft tissue mass with lytic destruction of both laminae contributes to spinal stenosis from posterolateral encroachments, erosive synovitis with local extension and panus formation and probably some inflammatory changes circumferentially in the epidural fat ; degenerative disc changes at c5-6 and c6-7 with posterior spurs. On (B)(6) 2010, neurosurgery note noted the mass does encroach on the spinal cord posteriorly; this is in the context of c7-t1 spondyl olisthesis of about 5mm that may be part secondary to facet arthropathy. CT and MRI of cervical spine reveal multilevel cervical degenerative disc disease. (B)(6) 2010: the patient presented with severe back pain and a c7-t1 cystic mass. Recent MRI shows multilevel lumbar degenerative disk disease, but most significant level is at l5-s1 with a grade 1/2 spondylolisthesis and cystic involvement of the right l5-s1 synovial joint with significant foraminal and central stenosis. (B)(6) 2011: the patient presented with low back pain, shortness of breath and a cough. Assessment: low back pain with disc disease; hypertension; chronic bronchitis with chronic obstructive pulmonary disease. (B)(6) 2011: the patient presented with low back pain that radiates to his hips on (B)(6) 2011, cervical CT scan revealed disk narrowing and spurs are present at c3-c4, c5-c6 and especially c6-c7. C7-t 1 facet joint arthritic changes are fairly advanced. Other disks and joints are largely intact. There is mild anterolisthesis of c7 on t1 related to the facet joint degeneration. There is mild canal stenosis related to posterior spurs at c6-c7 and the left foramen is narrow. There is left foramen narrowing and mild encroachment on the left anterior epidural space at c5-c6, also from spur. At c3-c4, there is right foramen narrowing from spur. Canal looks patent. On (B)(6) 2011, the patient underwent bilateral c7 laminectomy; bilateral c6 inferior laminotomy, bilateral c7 superior laminotomy, medial facetectomy, foraminotomy; instrumented segmental arthrodesis c5 through t2 using medtronic vertex select, infuse, mastergraft compression resistant matrix and cancellous chips. Biopsy revealed showed dense collagenous fibers, bony fragments, no tumor and no inflammation, marrow elements are also present, and deeper sections reveal similar features. Per the op notes, rhbmp-2/acs was wrapped around a master graft compression resistant matrix and placed spanning the lamina of c5 through t2 bilaterally. Cancellous chipos were used for the posterior lateral arthrodesis lateral to the instrumentation. At the laminectomy site, care was ensured that there was no cancellous chips nor rhbmp-2/acs mastergraft abutting the dura. On (B)(6) 2011, cervical CT scan revealed the patient is post recent fusion procedure with rods and screws bridging c5 through t2 seen in anatomic alignment. On (B)(6) 2011, the patient was discharged without complications. On (B)(6) 2011, the patient present for follow up appointment post op. The patient complained of some discomfort in the regions of his shoulders which was alleviated with flexeril. (B)(6) 2011: the patient presented with neck pain, wearing a neck collar, but no associated numbness. On (B)(6) 2011, the patient presented for follow up appointment post op. The patient complained of interscapular region pain, but his neck pain had resolved. On (B)(6) 2011, cervical spine x-ray revealed posterior cervicothoracic junction fusion in anatomic alignment; and some degenerative disc changes (c5-6 and c6-7 narrowing and spurring) noted in the lower cervical spine. (B)(6) 2012: the patient presented with low back pain. Assessment: degenerative lumbar/lumboacaral IV disc. (B)(6) 2012: the patient presented with leg cramps. (B)(6) 2012: the patient presented with leg cramps. (B)(6) 2013: the patient underwent a selective left coronary angiogram, selective right coronary angiogram, and left ventriculogram. Impression: acute total occlusion of the mid right coronary artery; mildly depressed left ventricular function. (B)(6) 2013: the patient underwent a selective left coronary angiogram, selective right coronary angiogram, and left ventriculogram. Impression: acute total occlusion of the mid right coronary artery; mildly depressed left ventricular ejection function. (B)(6) 2013: the patient underwent an MRI. Findings: severe degenerative joint disease at multiple levels with neural foraminal stenosis; l3-4 broad based disc herniation; moderate to severe annular bulging disc at l4-5 with left herniation with severe neural foraminal narrowing and l5-s1 spondylolisthesis with severe djd. (B)(6) 2013: the patient underwent a selective right common carotid artery angiogram, selective left common carotid artery angiogram, a selective right and left vertebral artery angiogram, and a selective right and left lower extremity angiogram. 25-mar-2013: the patient resented with chronic pain. It was noted that the patient had recently been documented with disc herniations and multiple bulges, with nerve root impingement as well as arthritis. (B)(6) 2013: the patient presented with chronic back pain and bilateral lumbar paraspinal spasm and tenderness. (B)(6) 2013: the patient presented with chronic pain and is schedule to undergo clipping of cerebral aneurysm next month. Still has complaints of leg cramps. (B)(6) 2013: the patient presented with lower left leg/calf pain and some pain with walking. Assessment: chronic pain syndrome. (B)(6) 2013: the patient presented with dysphagia, pharyngoesophogeal and gastroesophogeal reflux disease. (B)(6) 2013: the patient underwent a right femoral artery access with placement of a 6 x 45 cm crossover sheath in the left femoral artery, a selective left lower extremity arteriogram, a laser atherectomy of the left mid to distal superficial formoral artery, percutaneous transluminal angioplasty of the left mid to distal superficial femoral artery, and a deployment of a 6 x 140 mm and 6 x 140 mm stents in the mid to distal superficial femoral artery. (B)(6) 2013: the patient presented with low back pain radiating into hips and legs. Impression: bilateral leg weakness with distal paresthesia; lumbar mechanical problem. (B)(6) 2013: the patient presented for nerve conduction and electromyography study. Interpretation: sensory motor type of peripheral neuropathy, both axonal and demyelinating type, moderate to severe; left l5 radiculopathy. (B)(6) 2013: the patient presented with persistent bilateral leg pain and low back pain, weakness, and difficulty ambulating, and a burning and tingling sensation in the lower extremities. Impression: idiopathic peripheral neuropathy; lumbar spondylosis multiple level with lumbar radiculopathy at left l5; disc herniation at multiple level. (B)(6) 2013: the patient presented with low back pain radiating into legs, and with difficulties ambulating. The patient has decreased sensation in the lower extremities, walks with a limp, and has tenderness in the paraspinal region. Impression: lumbar spondylosis at multiple levels with lumbar radiculopathy at l5; lumbar disc herniation at multiple levels; idiopathic peripheral neuropathy. On (B)(6) 2013, the patient presented with complaints of dysphagia which began 3 years ago. Reports choking, cough following swallowing, and symptoms occur with solids only and causing choking and gagging. Treatment included schedule egd. On (B)(6) 2014, stomach biopsy noted minimal chronic gastritis, no malignancy and no helicobacter organisms were identified. (B)(6) 2014: the patient underwent x-rays of the chest. Impression: emphysema, no acute infiltrate. (B)(6) 2014: the patient presented with increased low back pain radiating down to the hip and leg and some weakness. The patient has decreased sensation in the lower extremities and lumbar muscle spasms. Impression: low back pain with lumbar muscle spasm; lumbar degenerative disc disease; idiopathic neuropathy. (B)(6) 2014: the patient presented with muscle spasm on bilateral mid lumbar and bilateral lower lumbar and right gluteus. The patient underwent a bilateral mid lumbar and bilateral lower lumbar and right gluteus injection. No complications were reported. (B)(6) 2014: the patient presented with low back pain, neck pain. The patient has decreased sensation in the lower extremities and paraspinal muscletenderness and spasms. Impression: lumbar spondylosis at multiple levels; idiopathic peripheral neuropathy; cervical strain. (B)(6)2010: the patient presented with shortness of breath, cough, and low back pain. Impression: low back pain with disc disease; acute bronchitis; hypertension. (B)(6) 2011: the patient presented with chronic obstructive pulmonary disease with shortness of breath. Impression: copd; hypertension; low back pain with disk disease. (B)(6) 2014: the patient presented for follow up of chronic back and leg pain, bilateral lumbar paraspinal spasm and tenderness. Diagnoses: chronic pain syndrome; atherosclerosis of native arteries of the extremities with intermittent claudication.

Event description:
On or around (B)(6) 2013, per billing records, the patient underwent a duplex scan of the extracranial arteries. On or around (B)(6) 2014, per billing records, the patient underwent a transthoracic echocardiogram with extremity doppler scan. On or around (B)(6) 2014, per billing records, the patient underwent an ECG. On or around (B)(6) 2014, per billing records, the patient underwent an extremity catheter angiography - revascularization, endovasculariliac artery with transluminal dilation.

Manufacturer narrative:
Add'l info.

Event description:
(B)(6) 2013: the patient presented for follow up with acute inferior st-elevation myocardial infarction, hypertension, hypercholesteremia and history of cerebrovascular accident. The doctor scheduled the patient for emergent cardiac catheterization on (B)(6) 2013 the patient presented for follow up after cardiac catheterization, the patient had been having recurrent episodes of chest pains, burning sensation. Conclusion: recent wall myocardial infarction. Status post mid right coronary artery stent placement. Drug eluting stent placement. Peripheral vascular disease. Left carotid bruit and cerebrovascular disease. Dyslipidemia, copd, essential hyper tension, hypertensive heart disease.(B)(6) 2013: the patient underwent an arterial study which demonstrated that the patient had mild obstructive arterial disease of the lower extremities. The carotid duplex scan demonstrated a mild to moderate atherosclerosis in the right cerebrovascular system without critical stenosis. Moderate atherosclerosis of the left cerebrovascular system with approximately 80% stenosis in the left internal carotid artery. Right and left lower extremity angiogram. Impression: 1. Significant proximal left internal carotid artery stenosis 2. Normal renal angiogram 3. Chronic total occlusion of the left mid superficial femoral artery with reconstitution distally 4. Significant right proximal common iliac artery stenosis (B)(6) 2013: the patient underwent an arterial study which demonstrated a mild peripheral vascular disease at the popliteal level on the right side, a moderate peripheral vascular disease at the popliteal level on the left side. A duplex scan of the arterial system was suggested for further evaluation of peripheral arterial disease conclusion: successful laser atherectomy, percutaneous transluminal angioplasty and deployment of 6*140mm and 6*140mm stents for a chronic total occlusion of the mid superficial femoral artery. No residual stenosis was noted (B)(6) 2013: the patient presented for follow up with problems including angina pectoris, hypertension, peripheral vascular disease, hypertensive heart disease and status post coronary stent placement. The patient was advised to observe low cholesterol, low sodium diet and to control risk factors. On or around (B)(6) 2014, per billing records, the patient underwent a transthoracic echocardiogram with extremity doppler scan. Impression: homodynamically significant stenosis in the right sfa. Significant stenosis in the left mid to distal sfa. (B)(6) 2014: the patient presented for follow up with complains of leg pain and also cough productive in nature with yellowish sputum. The patient underwent duplex scan of the arterial system and echocardiogram. The patient advised to take z-pak for bronchitis and pletal 100mg b.i.d. And undergo peripheral angiogram for further evaluation. (B)(6) 2014: the patient presented for follow up with peripheral arterial disease causing claudication with bilateral sfa stenosis, hypertension controlled, cerebrovascular disease and acute bronchitis. The doctor advised the patient to take z-pak for bronchitis. The patient was advised to take 100mg b.i.d and undergo peripheral angiogram evaluation of peripheral arterial disease. On (B)(6) 2014 the patient presented with peripheral artery disease with claudication, worse on the left leg and previous intervention to the left superficial femoral artery and underwent the following procedures: 1. Abdominal aortogram 2. Selective left leg angiogram by placing a catheter in the external iliac artery and then the popliteal artery 3. Left distal part of eternal iliac artery stenting 4. Left superficial femoral artery entire length angioplasty for in-stent restenosis 5. Right leg angiogram by placing a catheter in the external femoral artery impression: 1. Left external iliac artery distal portion has 70% disease, which was stented with a 7*27mm express ld biliary stent 2. Left superficial femoral artery entire length had in-stent restenosis about 70% to 90%, which was angioplastied with a 6*200mm mustang balloon. Post angioplasty, there was no residual stenosis 3. Left dorsalis pedis short segment was occluded 4. Right external iliac artery has 50% disease and the right superficial femoral artery has less than 30% disease

Event description:
On (B)(6) 2008: the patient applied for disability determination and transmittal due to disorders of back, discogenic and degenerative and late effects of injuries to the nervous system

Event description:
On (B)(6) 2014 the patient underwent esophagogastroduodenoscopy procedure. Impressions: normal larynx; a ring was present in the z-line; presbyesophagus; ahiatus hernia was found in the stomach; gastritis was found in the antrum and body of stomach. Multiple biopsies taken; normal, symmetrical and patent pylorus; duodenitis was found in the duodenal bulb and 1st portion of the duodenum. The patient underwent colonoscopy. Impression: diverticulosis found in the sigmoid colon; internal grade ii hemorrhoids found; redundancy of the sigmoid colon was found. (B)(6) 2014: the patient presented for office visit. Assessment: abdominal pain, dysphagia, pharyngoesoph, gerd. On (B)(6) 2014, stomach biopsy noted minimal chronic gastritis, no malignancy and no helicobacter organisms were identified. The patient underwent esophagogastroduodenoscopy procedure. Impressions: normal larynx; a ring was present in the z-line; presbyesophagus; ahiatus hernia was found in the stomach; gastritis was found in the antrum and body of stomach. Multiple biopsies taken; normal, symmetrical and patent pylorus; duodenitis was found in the duodenal bulb and 1st portion of the duodenum. The patient underwent colonoscopy. Impression: diverticulosis found in the sigmoid colon; internal grade ii hemorrhoids found; redundancy of the sigmoid colon was found. (B)(6) 2014: the patient presented for office visit. Assessment: abdominal pain, dysphagia, pharyngoesoph, gerd. On (B)(6) 2014 the patient presented for follow up visit. Assessment: unspecified diagnosis. On (B)(6) 2014 the patient presented for follow up visit. The patient complains of feeling weak and tired. On (B)(6) 2014 the patient presented for follow up visit. The patient current problems include: history of copd w/o exacerbation, hypertension, myocardial infarction, hypercholesterolemia, hypertensive heart disease and status post coronary stent placement. Anxiety, depression, cad, pvd, carotid bruit. The patient has coughed productive complaints.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 the patient presented for evaluation of angina pectoris, hypertension, and dyslipidemia. The patient also complained of having slight shortness of breath. No pnd and orthopnea. Assessment: angina pectoris, stable status post right coronary artery stent placement. Peripheral arterial disease, status post right common iliac artery stent placement, left superficial femoral artery stent placement. Dyslipidemia, controlled with crestor. Hypertension, controlled. Cerebrovascular disease and left carotid bruit.

Manufacturer narrative:
(B)(6) 2010 cervical MRI stir images show increased signal within c5 consistent with edema. Advanced degenerative changes are seen from c4 to t1. Disc bulging and mal-alignment are most pronounced at c5/6, c6/7 and c7/t1. Disc collapse is severe at c5 through c7 with a spondylolisthesis at c7/t1 accompanied by advanced facet disease with edema creating cord compression at this level. Axial views show foraminal stenosis on the right at c3/4, left at c5/6 and c6/7. At c7/t1 there are multiple cysts within the spinal canal right greater than left, contributing to cord compression. Edema is seen also centrally and to the left dorsal to the t1 lamina. Facet arthropathy is severe at c7/t1 with gross deformity. (B)(6) 2010 cervical CT again seen are the degenerative changes from c4 to t1. Facet arthritic degeneration is seen with more clarity on CT. Stenotic areas are as described above cervical x-rays 4 views showing degenerative changes as noted above. Extreme facet degeneration with unstable spondylolisthesis is again seen on the lateral view. Dynamic views show a 3mm step off in extension that becomes 5 in flexion. Breakdown of the facet joint system at this level is clearly seen. Lumbar MRI stir sagittal images show advanced disc disease at all levels except l1. Grade two spondylolisthesis is seen at l5, which is isthmic. Disc bulging with annular tears are seen at l4, l3 and l2. Stenosis appears at l4 and l5 centrally and l3, l4 and l5 roots foraminally, much worse at l5, moderate at l4 and minimal at l3. Cervical MRI stir images show increased signal within c5 consistent with edema. Advanced degenerative changes are seen from c4 to t1. Disc bulging and mal-alignment are most pronounced at c5/6, c6/7 and c7/t1. Disc collapse is severe at c5 through c7 with a spondylolisthesis at c7/t1 accompanied by advanced facet disease with edema creating cord compression at this level. Axial views show foraminal stenosis on the right at c3/4, left at c5/6 and c6/7. At c7/t1 there are multiple cysts within the spinal canal right greater than left, contributing to cord compression. Edema is seen also centrally and to the left dorsal to the t1 lamina. Facet arthropathy is severe at c7/t1 with gross deformity. (B)(6) 2011 brain CT no intracranial pathology noted cervical CT advanced disease throughout the lower cervical spine as reported. Erosions through the interior lamina associated with severe degenerative arthritis of the c7/t1 facets included deformity throughout at this level contributing to neurologic compression and mild instability. Chest x-ray pa and lateral show normal heart, lung and bony relationships. (B)(6) 2011 lateral cervical x-rays show inter-operative localization from posterior, initially at c6/7 then moving up to c4/5. Final film shows placement of vertex posterior instrumentation at c5 extending distally into the upper thoracic spine. (B)(6) 2011 cervical CT shows decompression with vertex lateral mass screws at c5, c6, skipping c7 then pedicle screws t1 and t2 inter connected with rods and crosslink. Position of all implants appears excellent. Extent of foraminal decompression at c7/t1 cannot be verified due to artifact. Cervical series verifies the construct from c5 to t1 as described above. T1 pedicle screws are connected through lateral cross-links to the vertex rots. Better visualization shows lateral mass screws at c5 bilaterally, c6 on the right and a pedicle screw at c7 on the left, then pedicle screws bilaterally at t1 and t2.(B)(6) 2011 cervical x-rays again show the instrumentation as noted above without interval change. Oblique views and swimmers lateral are provided. (B)(6) 2013 abdominal CT contrasted study is performed. Again noted is the lumbar pathology including advanced lumbar degenerative disc disease, and isthmic spondylolisthesis at l5/s1. Stenosis appears to have progressed although this study does not highlight the n euroanatomical pathology. Sagittal reconstructions do show interval progression of disc collapse at l4 and l5. (B)(6) 2014 c spine CT post operative CT shows posterior fusion instrumentation from c5-t2. Solid bony fusion is present at each level without evidence of hardware failure or loosening. There is a solid bony mass extending across midline at the level of the crosslink and decompression. Multilevel foraminal stenosis is present on the left worse at c5-6, c6-7, c7-t1, worse on right at c6-7, c7-t1. Overall canal diameter is wide. Impression: post operative imaging shows satisfactory bony arthrodesis c5-t2. Multi-level bony foraminal stenosis is present bilaterally. By report this was present on preoperative imaging. Without preoperative CT or the immediate postoperative CT it is difficult to assess whether this was adequately decompressed at the time of surgery and then re-formed, or if this is a hyperostotic recurrence.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with significant history of c7-t1 cystic mass in neck. The patient had intractable pain and failure of non-operative care. On (B)(6) 2010, neurosurgery note noted the mass does encroach on the spinal cord posteriorly; this is in the context of c7-t1 spondyl olisthesis of about 5mm that may be part secondary to facet arthropathy. CT and MRI of cervical spine reveal multilevel cervical degenerative disc disease. On (B)(6) 2011, cervical CT scan revealed disk narrowing and spurs are present at c3-c4, c5-c6 and especially c6-c7. C7-t 1 facet joint arthritic changes are fairly advanced. Other disks and joints are largely intact. There is mild anterolisthesis of c7 on t1 related to the facet joint degeneration. There is mild canal stenosis related to posterior spurs at c6-c7 and the left foramen is narrow. There is left foramen narrowing and mild encroachment on the left anterior epidural space at c5-c6, also from spur. At c3-c4, there is right foramen narrowing from spur. Canal looks patent. On (B)(6) 2011, the patient underwent bilateral c7 laminectomy; bilateral c6 inferior laminotomy, bilateral c7 superior laminotomy, medial facetectomy, foraminotomy; instrumented segmental arthrodesis c5 through t2 using medtronic vertex select, infuse, mastergraft compression resistant matrix and cancellous chips. Biopsy revealed showed dense collagenous fibers, bony fragments, no tumor and no inflammation, marrow elements are also present, and deeper sections reveal similar features. On (B)(6) 2011, cervical CT scan revealed the patient is post recent fusion procedure with rods and screws bridging c5 through t2 seen in anatomic alignment. On (B)(6) 2011, the patient was discharged without complications. On (B)(6) 2011, the patient present for follow up appointment post op. The patient complained of some discomfort in the regions of his shoulders which was alleviated with flexeril. On (B)(6) 2011, the patient presented for follow up appointment post op. The patient complained of interscapular region pain, but his neck pain had resolved. On (B)(6) 2011, cervical spine x-ray revealed posterior cervicothoracic junction fusion in anatomic alignment; and some degenerative disc changes (c5-6 and c6-7 narrowing and spurring) noted in the lower cervical spine. On (B)(6) 2013, the patient presented with complaints of dysphagia which began 3 years ago. Reports choking, cough following swallowing, and symptoms occur with solids only and causing choking and gagging. Treatment included schedule egd. On (B)(6) 2014, stomach biopsy noted minimal chronic gastritis, no malignancy and no helicobacter organisms were identified.

Event description:
It was reported that on (B)(6) 2015, patient presented for an office visit for the evaluation of carotid bruit, cerebrovascular disease, hypertension and pvd.